Event description:
A customer reported that the screen had shattered and was not visible. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event as the customer declined follow-up.